Event description:
The hcp reported that the patient's enterra device was removed due to infection. The patient was admitted to the hospital in 2007, given IV levoquin and vancomycin, and the device was explanted three days later. The patient was discharged the following day, with a two week prescription for oral bactrim and the infection resolved.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.